Event description:
It was reported that on (B)(6) 2012, vertebral column resection of l4 and l2-iliac fixation with xia3 were performed. During follow-up, loosening of l2 and l3 screws and rod breakage were found. On (B)(6) 2015, revision surgery was performed. The replacement screws of l2 and l3, extension of fixation to t10-l1, adding of rods were done.

Manufacturer narrative:
Method: device not returned; results: a review of the device history records could not be performed as a valid lot code was not provided and could not be obtained. Visual, dimensional and functional analysis could not be performed as the device was not returned. Conclusion: the most likely cause of the customer reported event cannot be determined as the device was not returned.

Event description:
It was reported that on (B)(6) 2012, vertebral column resection of l4 and l2-iliac fixation with xia3 were performed. During follow-up, loosening of l2 and l3 screws and rod breakage were found. On 2/19/2015, revision surgery was performed. The replacement screws of l2 and l3, extension of fixation to t10-l1, adding of rods were done.